Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert and the screen turned black. Customer replaced the battery but nothing happened. Blood glucose level at the time of the incident was not provided. Alarm history shows replace battery now alarm, low battery alert and power loss alarm. During the call, customer replaced the battery multiple times with brand new out of package batteries with same result. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit alarmed constant replace battery now alarm during testing due to corroded battery tube. Unable to verify failed battery test, low battery alert, power loss alarm or suspend before low due to replace battery now alarm.